Manufacturer narrative:
The pump gave a button error alarm, followed by unresponsive buttons due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer reported dropping the insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.